Event description:
It was reported that the tip of the unit broke and fell into the pt's shoulder during a case. It was further reported that there was a 30 minute delay in the case to retrieve the broken piece.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.